Event description:
On (B)(6) 2025, the user experienced infusion site issues while using convatec inset 23". After attempting to place the infusion set in a new area, blood glucose (bg) rose to a high value of 400 mg/dl, suggesting insulin was not being delivered. The user could not recall if the cannula was found bent. The user reverted to multiple daily injections (mdi), which stabilized blood glucose (bg), and later reconnected to the ilet. Blood glucose (bg) was corrected with mdi and subsequent reconnection to the pump. Reported symptom was thirst. No outside assistance or medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.